Event description:
The account alleged the head of the bed will not raise but then they alleged it will after the knee gets all the way up. No patient impact.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.